Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was encountered after completing a pd treatment. The caretaker explained that when treatment was complete and cassette was being removed from the machine it was noted that there was fluid in the pump module area and on the external part of the cassette. The origin of the leak was not known. Technical services advised that the caretaker follow up with the patient's pd nurse and to allow the cycler door to remain open so it could air dry and then to attempt to use the cycler the next day treatment. In a follow up with the caretaker, it was reported that the patient did not suffer any harm, adverse event or require intervention due to the leak. The patient has been able to keep using the cycler with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a fluid leak was encountered after completing a pd treatment. The caretaker explained that when treatment was complete and cassette was being removed from the machine it was noted that there was fluid in the pump module area and on the external part of the cassette. The origin of the leak was not known. Technical services advised that the caretaker follow up with the patient's pd nurse and to allow the cycler door to remain open so it could air dry and then to attempt to use the cycler the next day treatment. In a follow up with the caretaker, it was reported that the patient did not suffer any harm, adverse event or require intervention due to the leak. The patient has been able to keep using the cycler with no further issues.